Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
This device is no longer reportable as it has depleted at a normal rate.

Event description:
Additional information confirms normal battery depletion.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is nearing end of life. As a result, surgical intervention may be undertaken in the future.